Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter stated that yesterday the pump had 20 units and the patient used 8.4 units and now pump says it has 9 units. The reporter wanted to know what happened to the other 2 units. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/22/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/27/2016 with the following findings: no activity related to pi observed in pump histories. No data in pump histories from time of reported issue due to continued use. With 20 units remaining a 8.4 unit bolus was performed; pump shows remaining insulin 12 units. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.